Manufacturer narrative:
A patient experiencing autoreducing was reported to abbott. No intervention is currently planned. Based on the information received, the cause of the reported event could not be conclusively determined. The results of the investigation are inconclusive since the device was not returned for analysis.

Event description:
It was reported that the patient was experiencing auto-reducing from their scs system. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Section b3: event date is estimated. Additional components potentially involved in the event include: common device name: slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8706516. Common device name: slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 9018429.